Event description:
It was reported that the pump ¿froze¿ two months after it was implanted.

Manufacturer narrative:
Product ID: 8703, lot# j94133064, product type: catheter. Product ID: 8590-41, lot# j94137342, product type: accessory. (B)(4).

Manufacturer narrative:
Additional review determined that this event was previously reported in 1995 via FDA reference number (B)(4). Analysis results at that time indicated that the pump contained morphine.